Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The customer successfully reloaded the cartridge and insulin delivery was resumed. Additionally, it was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, customer either reloaded the cartridge successfully, or loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery to address the issue. Customers blood glucose level was 225 mg/dl.